Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after an unrelated procedure, the patient's blood pressure dropped and they did not have a palpable pulse. Cardiopulmonary resuscitation (CPR) was performed on 3 occasions. The patient had a heart rhythm and rate of 60 beats per minute on the monitor but no pulse. The patient was exhibiting bradycardia and tachycardia rhythms with frequent premature ventricular contractions. Sensing, impedance, and thresholds were normal when interrogated. It is unknown whether the device was not capturing because the outputs were too low, or if there was oversensing that inhibited the device from pacing. The device was reprogrammed and the patient will be monitored. The patient was in an unstable condition during the event.